Manufacturer narrative:
The reported event of ble drop was confirmed. Based on the information provided, it was determined that the reconnections occurred due to poor ble strength and the reconnection failure, leading to the telemetry disconnection, was due to the cyber security control.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the implantable cardiac monitor (icm) exhibited a telemetry issue. No intervention was performed, and the patient's condition throughout the procedure was unknown.